Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure at l3-l5. It was reported that during setup, shoulder calibration was checked and advanced accuracy and surgical arm setup were completed. A schanz pin was used at the right psis and attached the system with a bmb and a schanz bond. The system crashed in close proximity to soft restart and the system was directed back to the login screen. The surgical arm setup was completed over the patient and c-arm was recalibrated. A generic kit code was used and the procedure continued. Draw spine was completed. During instrumentation, l3 and l4 right appeared medial and were resent to right l3, however they still appeared medial. The wires were stimmed at 4 and the surgeon placed all screws except l3 and l4 right. A decompression was done and the medial breaches could then be visually seen. The surgeon freehanded l3 and l4 right, reviewed the plan and observed for soft tissue pressure. No cause for the medial skive is noted. There was no patient harm and the procedure was not delayed over an hour.